Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from colombia that during an unspecified surgical procedure it was observed that the trigger on the air pen drive device remained ¿stuck¿ every time it was activated due to lack of lubrication. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The air pen drive device was evaluated and the reported condition that the motor trigger remains "stuck" every time it is activated due to lack of lubrication was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had insufficient/low power, intermittent operation, the housing was cracked/damaged, and there was unintended activation/motion. It was further determined that the device failed pretest for general condition, check for unintended motion, check general function with apd hand switch, check power with power test bench, check speed with tachometer, check for internal leak tightness, and check for external leak tightness. The assignable root cause of these conditions was determined to be traced to component failure due to wear. UDI: (B)(4) h10 correction: d4, h4: the device serial number was documented as (B)(6) in the initial medwatch report. The serial number (B)(6) has been updated accordingly. The date of manufacture (dom) was documented as unknown in the initial medwatch report. The dom has been corrected to november 5, 2019. The UDI has been updated accordingly.